Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer sight and confirmed that there was no harm to the patients. The fse evaluated the dxc 700 au chemistry analyzer and no failure mode was identified. The fse replaced the vancomycin reagent with reagent of the same lot number and no further issues were observed. The fse verified instrument performance, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining false low vancomycin (vanc) results for three (3) patients on their dxc 700 au chemistry analyzer. The samples were repeated on another analyzer with results considered correct by the customer. The erroneous results were reported out of the laboratory and were questioned by the doctor. The customer reported that the second vancomycin dosage was delayed for 3 patients. For patient 3, the dosage was delayed for 5.5 hours. There was no report of harm to the patients as a result of this event. Note: beckman coulter internal identifier (B)(4) will address patient 1, sample ID: (B)(6). Beckman coulter internal identifier (B)(4) will address patient 2, sample ID: (B)(6). Beckman coulter internal identifier (B)(4) will address patient 3, sample ID: (B)(6).